Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge had been filled with 100 units of insulin. Subsequently, the customer used the 100 unit dosing needles used for manual injections to fill the cartridge instead of the regular syringes. The customer loaded a new cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 262 mg/dl, and was addressed with a correction bolus.